Manufacturer narrative:
The pump passed the displacement test and self test. Pump received with intermittent select button response. Pump was cut open the keypad overlay to perform visual inspection and found cracked select keypad dome switch. No stuck key alarm found in the daily history. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Customer alleged the middle button is not responsive not confirmed. However, pump received with intermittent select button response and no clicking sound on select button confirmed due to cracked select button dome switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been correct which was incorrect in the initial report. The information has been provided in section b5 with this report.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that the  customer reported middle button is unresponsive .troubleshooting was performed and customer was not reporting on stuck button alarm customer can access menu screen and customer states the pump was neither dropped nor exposed to moisture and button was not unresponsive during an easy bolus attempt. Advised  to remove battery from pump and replace with a recommended new or fully charged aa battery and its still unresolved . No harm requiring medical intervention was reported. The customer will continue the use of the device and it will not  be returned for analysis. Updated summary: the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.